Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "overheating" was confirmed. During service, the device failed the temperature test. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device experienced overheating during surgery. No injury occurred. It is unknown if surgical delay or medical intervention occurred. There is no additional information provided.